Manufacturer narrative:
Patient information was unavailable from the site. Lot number, UDI, device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported four packs were unpacked and most of the spheres were not recognized. All the people who responded by phone during this operation suggested to replace the spheres, but the staff members aborted navigation without replacement. It was noted the issue was highly likely due to a geometry error. However, the site did not open a new passive marker, and the procedure was aborted. This issue occurred intraoperatively. The procedure was aborted after an incision was made, as it was initially believed that navigation was absolutely necessary to complete the screw placement. After the procedure, an instrument verification was done, but it was confirmed that the instrument itself had no problem at all and that registration was normally performed with another marker. There was no reported delay and no reported impact to the patient's outcome after the procedure was aborted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that all four packs in a row of passive markers which were just unpacked could not be used due to recognition failure. The cause of this issue has not been confirmed, but it is suspected to be a defective product.

Event description:
It has been reported, and it is said that the first procedure was aborted without planning another procedure.

Manufacturer narrative:
Additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.